Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump was returned for evaluation. Log file analysis revealed a slight increase in power consumption starting on 15-sep-2020 followed by multiple sudden increases in power consumption since 23-sep-2020 leading to parameters above the normal operating range, each with subsequent decreases in power consumption. 201 high watt alarms have been logged since 24-sep-2020. Post-explant functional analysis revealed that the pump met pre-implant requirements with power average consumption of 1.89 watts. Dimensional verification did not identify any discrepancies that may have caused or contributed to the reported event. Internal pathology report revealed evidence of thrombus within the pump. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These mechanical abrasions of the lower housing ceramic surface and matching surface of the impeller are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for a suspected ventricular assist device (vad) thrombus. The vad exhibited high power and high flows with associated high watt alarms. The patient presented with elevated lactate dehydrogenase (ldh), hemoglobinuria, and hemolysis. The patient underwent four rounds of lysis therapy, but vad power consumption continued to elevate. The vad was exchanged. No further patient complications have been reported as a result of this event.